Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing the foreign material came out from the instrument channel and there was brown-colored water in the instrument channel. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility that the reported phenomenon was attributed to water leakage of the instrument channel due to interference of the endo therapy accessory, which might be caused that the some failure of the endo therapy accessory or inappropriate handling of the endo therapy accessory. If additional information becomes available, this report will be supplemented.